Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 801 module (e801). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Please refer to the medwatches with the following. Patient identifiers for information related to each affected assay: (B)(6). Refer to the attachment for all patient data. The sample was initially tested on the customer's e801 analyzer. The sample was also tested on a siemens centaur analyzer. The sample was provided for investigation, where it was tested on a second e801 analyzer, a cobas 6000 e 601 module (e601), and a cobas e 411 immunoassay analyzer (e411). No adverse events were alleged to have occurred with the patient. The serial number of the e801 analyzer used by the customer was asked for, but not provided. The e801 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257824, with an expiration date of 31-oct-2018 was used on this analyzer. The e601 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 227945, with an expiration date of 30-sep-2018 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 257857, with an expiration date of 31-jul-2018 was used on this analyzer. Based on the provided data, a general reagent issue could most likely be excluded. The remaining sample volume was not sufficient enough for further investigation. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Sample from the patient was submitted for ft3 investigation of an interfering factor. No interfering factor was observed and the results were within the reference range.